Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 03.010.101, lot: u391111, release to warehouse date: 03 january 2022, expiration date: na, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that drill bit ø4.2 calibr l145 3flute w/coup connection cap has what appears to be a black extra material that seems to be plastic from another device or the mating component, it is possible that this condition can interfere with correct assemble of the device. A dimensional inspection was unable to be performed due to the condition on the complaint. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute w/coup would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, a potential cause cannot be established, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -4.2mm three fluted drill. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery for a tibial diaphyseal fracture with the tna. In the surgery, the drill tip in question interfered with the nail when drilling the ap hole during fixation of the distal lateral stop screw. It is possible that the inlay was slightly shaved off in doing so. The direction of the drill tip was changed, drilling was performed again, and the screw insertion was successfully completed. The surgeon confirmed that there were no pieces in the patient¿s body. This report involves one 4.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for pc-(B)(4).